Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. Battery sn (B)(4) was returned to the distributor for evaluation. The reported problem (battery faults) has been confirmed. As received, the battery was unable to charge. Upon evaluation, the battery pack tri-cells were mis-matched. The root cause of the mis-matched cells was unable to be positively identified. No adverse event resulted from the damaged batteries.

Event description:
A us distributor reported that a patient was receiving battery faults.